Manufacturer narrative:
The autopulse platform (s/n 30533) was returned to zoll on (B)(6) 2016. Investigation results as follows: device history records (DHR) was reviewed for service information related to the reported complaint. DHR showed that a similar complaint for user advisory 7 was previously reported on (B)(6) 2013 for autopulse with serial number (B)(4) under ccr (B)(4). A single point load cell was replaced to remedy the complaint. Upon replacement of the load cell, the platform was functional tested and had passed all testing criteria. A visual inspection of the returned autopulse platform was performed and there was no damage observed to the enclosures. A review of the archive was performed and several user advisories (ua) 7 (discrepancy between load 1 and load 2 too large) were noted between (B)(6) 2015 and (B)(6) 2016. The platform was functional tested and the autopulse exhibited user advisor (ua) 7 (discrepancy between load 1 and load 2 too large) upon power up thus confirming the reported complaint. Further investigation indicated that one of the load cells was defective. Replacing the single load cell remedied the ua7. Based on the investigation, load plate cover and a single load cell was replaced. In summary, the customer's reported complaint of the platform exhibiting ua 7 was confirmed during functional testing. The root cause for ua 7 was due to a defective load cell. After replacement of the load cell, the platform passed all final functional testing criteria. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 7 typically alerts the operator that the patient has shifted and is not correctly oriented on the autopulse or the load cells are damaged.

Event description:
It was reported that during the shift check, the platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) with a manikin on the platform. The customer checked the platform and the manikin and the lifeband were repositioned, however the error message could not be cleared. There was no patient involvement reported. No other information was provided.